Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received photos for investigation. Evaluation of the photos showed evidence of a missing unit label on the shelf box. After investigation, it was determined that this was an operator error. Labels are printed in advance and applied to flat packed shelf cartons before the packaging process for efficiency. It is expected that the operator ensures a label is applied to each shelf carton. Additionally, two retained shelf packs were reviewed, and one shelf pack did have a missing label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. The root cause investigation determined that this is an operator error as per the investigation conclusion. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set, four (4) shelf packs were missing a label. No adverse impact was reported regarding the patient or user.